Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Three shocks were advised during the case, with two shocks being delivered to the patient. For the second advised shock, no shock was delivered as the button was not pressed within 30 seconds, and the device disarmed. At the end of the case, two "no shock advised" prompts were recorded. The customer indicated the patient started to breathe and the unit was advising a shock, which they ignored. The operator's manual notes that cardiac science aeds are contraindicated for use on patients who are responsive or breathing normally. All observed behavior aligns with device design and current technology limitations. The device has been recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.